Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021 during a nurse visit, the patient had purulent suppuration around the stoma. It was reported that the patient's neurologist prescribed an unknown oral antibiotic. On (B)(6)2022 during a follow up visit, the patient had no further pain or purulent exudate and that the stoma had improved.